Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to an unknown lot number for needle clog. H3 other text : see h.10.

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow during injection. The following information was provided by the initial reporter: material no:320122 batch no: unknown. It was reported that the insulin does not flow when taking the injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Date received by manufacturer: bd was initially made aware of this complaint on 2020-07-30. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2020-08-19 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Device manufacture date: unknown.

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow during injection. The following information was provided by the initial reporter: material no:320122, batch no: unknown. It was reported that the insulin does not flow when taking the injection.